Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that over the weekend on sunday, they noticed it took an extreme amount of time to charge their implant. Patient stated that it took them 3 tries to get a full charge to their implant. Patient also stated that they saw a low battery message twice. Agent had the patient reset the controller. Patient confirmed no visible damage to the equipment. Patient then connected the controller to the ac power supply without the battery pack and confirmed that the controller powered on. Patient reinserted the battery and confirmed seeing the green light flashing above the screen. Patient started a recharging session of their implant and was able to start charging with excellent quality controller 70%, implant 30%. Patient stated that their implant seems to deplete more than it used to, as it never used to deplete to 30% when they implemented their typical recharging schedule. When asked for further clarification regarding the battery low message, patient claimed they see this message when charging their controller, however, patient did not recall if their controller wa s fully charged or fully depleted. Patient stated they can get to recharging excellent, and the implant still takes an extreme time to charge. The issue was not resolved. An email was sent to the repair department to replace the recharger.